Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported an unspecified low glucose scan compared to an unspcigfe4d blood glucose test from a hcp meter. As a result, the customer reported requiring unspecified third-party treatment from the hcp. No further treatment was reported at this time, however once additional information is provided, a report will be sent out. There was no report of death or permanent impairment associated with this event. A reported sensor scan of 4.5 mmol/l was compared to higher readings of 30 mmol/l obtained on a hcp meter. When the results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown if the values were obtained at the time of the medical event.